Event description:
It was reported that at a refill there was a volume discrepancy greater than 25%. The expected reservoir volume was 2.6cc, the actual reservoir volume was 25cc. It was felt there may have been an input error, so the decision was made to wait until the next refill to see if there was a continued volume discrepancy. At the next refill, the expected reservoir volume was 21.3cc, the actual reservoir volume was 35cc, which was within the manufacturer's acceptable variance of 25%. The physician decided to do further troubleshooting. It was determined that the catheter was patent. The patient's flow rate was increased to see if this resolved the issue. No patient symptoms or outcome was reported. Additional information has been requested, but was not available as of the date of this report.